Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had reservoir leak when filling the reservoir with insulin. Customer's blood glucose was unknown mg/dl. The customer stated that it only happens with this lot. The customer now uses another lot and no problems.